Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years post filter deployment, it was alleged that the filter tilted and difficult to remove. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with thrombus above the filter and pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years later, computed tomography angiogram chest was performed. A few small emboli were identified within the vessels of the right upper lobe and bilateral lower lobes. A computed tomography abdomen revealed the presence of an inferior vena cava filter. On the next day, a thrombolysis procedure was scheduled. A lower extremity venogram showed the presence of an extensive, occlusive acute clot in the left femoral vein, common femoral vein, iliac vein, inferior vena cava extending above the filter into the juxta renal inferior vena cava. Subsequently two days later, a bilateral lower extremity venogram and inferior vena cavogram was done. There was evidence of a flow limiting clot within the inferior vena cava filter. The filter was tilted and penetrated as demonstrated in prior computed tomography scan. On the same day, filter removal was scheduled via the right internal jugular vein. The filter was initially attempted to be removed using inner bronchial forceps, however this was unsuccessful. The filter was removed using a snare. The filter was intact and was removed in its entirety. Therefore, the investigation is confirmed for the reported filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2013). (Result and conclusion) device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the patient was diagnosed with pulmonary embolism and thrombus above the filter. The device has been removed after a unsuccessful percutaneous removal procedure. However, the current status of the patient is unknown.